Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 4mmx28mm, eccentric, de novo target lesion with a bend of >=90 degrees was located in the non-tortuous and non-calcified left anterior descending artery. Following pre-dilation of a maverick balloon catheter, a 32 x 4.00 promus premier select drug-eluting stent was advanced for treatment. However, the stent did not cross the lesion and the stent was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 4mmx28mm, eccentric, de novo target lesion with a bend of >=90 degrees was located in the non-tortuous and non-calcified left anterior descending artery. Following pre-dilation of a maverick balloon catheter, a 32 x 4.00 promus premier select drug-eluting stent was advanced for treatment. However, the stent did not cross the lesion and the stent was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 32 x 4.00 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.